Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient had a first stage revision performed due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device-identifying information such as catalog numbers and lot codes, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
This pi is for the first stage revision. During a second stage revision of the patient's right knee, rep was notified that in the first stage, a triathlon knee was removed due to infection and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.